Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked through the plunger. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak luer-lok syringe leaked through the plunger. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No DHR, maintenance record analysis and quality notification analysis could be done because batch number was not given. No sample nor picture related with the incident were sent by the customer. It was not possible to complete an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.